Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event; three knobs were missing. Analysis also found the red and white display wires were pinched, white insulation was compromised. The hanger assembly was contaminated, keyboard was scratched, and the main seal was protruding.

Event description:
It was reported the control knobs (rate - atrial - ventricular output) were missing. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.